Event description:
Primary IV line was strung onto an extension line set and found to be leaking from the "y" port access connector. Equipment was not used on a patient, it was set up for patient use prior to patient entering room.